Manufacturer narrative:
D9 device was returned and date received was added. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 65 year old female who had been admitted with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The underlying medical history is not shared. The automated impella controller (aic) that was to be used with the cp failed at the time of priming. Another aic replaced this first console and support was initiated. There was no allegation that the delay in priming caused any harm or injury to the patient. After 17 hours of the support the patient expired. The cause of death was not shared. The death is being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.